Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by edema, nausea, dizziness, weakness, and abdominal pain. The cause of the event was unknown. Two days after event onset, the patient presented to the hospital and was sent home. Three days after the event onset, the patient was hospitalized for the event. The patient was treated with plasil, fluconazole and cefazolin for peritonitis. Six days after hospital admission, the patient was discharged from the hospital. At the time if this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.